Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226 h3: a software analysis was initiated. However, no faults or failures were found. As per the case description, the surgeon was having hard time passing registration and the registration points would shift to the left after registration accuracy was calculated. However, as per the troubleshooting information provided, ts noticed that the patient's hair was in the registration model. After editing model and cropping out parts of the head make sire none of the remaining hair was shown in model and switching from trace to 3-pooint touch allowed surgeon to achieve passing registration and move forward with navigation. Based on the information provided, editing the model resolved the issue, there is no indication that a software anomaly contributed to the reported behavior. Software appears to be working as designed. H6: b01, c19 and d14 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the surgeon was having a hard time passing registration and that the registration points would shift to the left after registration accuracy was calculated. There was troubleshooting present. It was reported that after reviewing the registration model through video-chat, technical services (ts) noticed the patient's hair was in the registration model. Ts walked the site through editing the registration model and cropping out parts of the head to make sure none of the remaining hair was shown in the registration model. It was also suggested that registration mode be switched from trace to 3-point touch. The surgeon was able to pass registration and verify its accuracy at 2.3 millimeters (mm) to move forward with navigation. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.